Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n451458, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that troubleshooting was needed for a change in the patient's therapy. Loss of therapy, return of pain, and no stimulation was reported in the normal paresthesia area. The change was considered sudden, the patient had a return of pain for the weekend. The pp was not working. The patient wanted to increase it as it was not strong enough this morning. The company representative (rep) was able to get programs to show on the screen, but when trying to increase it would not go. The antenna was taken off the pp to try without it, still would not increase. New batteries were put in the pp. It was noted that this was the second pp that has stopped working and the patient has previously sent one back. No surgical intervention occurred or has been planned. A couple days later the patient could not increase stimulation, but during the report the patient checked her device with the patient programmer (pp) and it showed the stimulation was off. Initially it was reported that the antenna didn't work with increasing either, but she checked with the antenna plugged in and it worked to increase stimulation as well. Turning stimulation on resolved the reported issue. If additional information is received, a follow up report will be sent.